Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: 510k: this report is for an unknown screws: trauma. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter facility name: (B)(6). Initial reporter occupation: reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent open reduction/internal fixation with the va-tcp for a distal radius fracture. When the most distal screw was inserted through the guiding block, the screw kept spinning. When the surgeon checked the image, the screw passed through the plate and advanced intraosseous. Although the surgeon tried to remove by reversing the screw, the screw could not be removed. The screw in question remained in the body. Then, a similar event occurred for the second row of screws. The second row of the screw was able to reverse, so that the screw was inserted in the proper position. The surgeon confirmed by x-ray that there were no metal fragments. The surgery was completed successfully with a 30-minute delay. The patient status was reported to be stable. No other medical intervention was required. No further information is available. This report involves one unk - screws: trauma. This is report 2 of 2 for (B)(4).